Event description:
It was reported the pt was not receiving stimulation coverage of the painful areas. The sjm rep had met with the pt for programming and was unable to provide full coverage of the left leg and foot as desired. It was reported when the amplitude was increased the stimulation gravitated to the abdomen area. It was reported the pt had initially reported effective coverage, and the physician did not want to pursue surgical intervention due to the inconsistent feedback from the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.